Event description:
It was reported that this right ventricular (rv)defibrillator lead was explanted due to a gradual rise in shock impedance measurements greater than 125 ohms. The high out of range measurement gradually increased to the 190 ohms range. Subsequently, the rv lead was surgically abandoned and replaced with a new lead different model, when the pacemaker was replaced for normal battery depletion. No additional adverse patient effects were reported.